Manufacturer narrative:
(B)(4). Bard MDR #: 1018233-2011-00061. Note: this report corresponds with bard's report (B)(4) for an avaulta anterior support system.

Event description:
Procedure: urological. According to the reporter: the pt underwent an anterior repair procedure for treatment of pelvic organ prolapse. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. In addition, the pt purportedly underwent a vaginal hysterectomy, vaginal vault suspension, anterior and posterior repair with mesh, cystoscopy, and pubic-urethral incontinence sling.